Event description:
A customer observed pt sample results associated with the wrong pt demographics on the eci analyzer. No pt results were reported. Mis-association of pt demographics and results may lead to inappropriate physician action. There was no report of pt harm as a result of this event.